Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure on an unknown date, it was difficult to insert the lead into the vein. The lead was kinked and the stylet could not be inserted. The lead was not used and a new lead was implanted. No patient symptoms were reported.